Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had electrical test failure, code no. 65. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had electrical test failure, code no. 65.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the (iabp). The fse confirms electrical test failure, code no. 65. To fix the issue the fse replaced the main board. The iabp passed functional tests and was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).